Manufacturer narrative:
This is one of two products involved with the reported adverse events for this patient, and the associated manufacturer report numbers are 3003742446-2015-00056 and 1016427-2015-00048. Complaint conclusion: an MRI technician called for MRI compatibility and additionally reported an adverse event. On 1997, a patient had a palmaz schatz stent placed in the mid-rca for unknown reasons by unknown physician, at (B)(6) hospital. It was unknown if patient was hospitalized. On an unknown date, a cypher stent was placed in the mid right rca by unknown physician for unknown reasons. Hospitalization information was unknown. On 2010, the patient had a non-cordis stent placed in an unknown vessel for unknown reason. MRI technician has no other further information. The device remains implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15153176 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary artery restenosis is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review for the cypher stent implanted, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Please note that the implant date is unknown. Please note that the event date ((B)(6), 2010) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2010; the month and day is currently unknown. Concomitant devices: palmaz schatz stent catalog ps1530. The device remains implanted in the patient, therefore it is not available to be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events for this patient, and the associated manufacturer report numbers are 3003742446-2015-00056 and 1016427-2015-00048.

Event description:
An MRI technician called for MRI compatibility and additionally reported an adverse event. On 1997, a patient had a palmaz schatz stent placed in the mid-rca for unknown reasons by unknown physician, at buffalo general hospital. It was unknown if patient was hospitalized. On an unknown date, a cypher stent was placed in the mid right rca by unknown physician for unknown reasons. Hospitalization information was unknown. On 2010, the patient had a non-cordis stent placed in an unknown vessel for unknown reason. MRI technician has no other further information.